Event description:
An aneurx stent graft system was implanted in a patient for treatment of 7.5 cm abdominal aortic aneurysm. Aneurysm size at the time of event was 8.5 cm. Vessel morphology was reported as mild calcification, severe tortuosity and severe aortic neck angulation. It was reported that the patient had returned 34 months for a follow-up appointment. The CT demonstrated that the stent graft had migrated distally approximately 3 cm resulting in a proximal type I endoleak. There was also a consistent type ii endoleak which resulted in continued aneurysm expansion. The physician implanted an aortic cuff; however, due to the severe angulation of the aortic neck, the physician was unable to obtain a good aortic neck seal. The physician elected to remove the stent graft. The patient was successfully converted to an open surgical repair. The user facility has retained the explanted stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device was not returned for evaluation.